Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the anatomically difficult primary total hip replacement" written by l. C. Biant, w. J. M. Bruce, j. B. Assini, p. M. Walker, and w. R. Walsh published by the journal of bone and joint surgery accepted by publisher 18 december 2007 was reviewed. The article's purpose was to "present the results of the s-rom prosthesis used in a primary thr in patients with a significant anatomical abnormality which made the operation difficult." Data was compiled from 55 hips (48 patients - average age of 52.6 years) who received the implants between july 1990 and july 2001. The article reports upon generalized results and provides patient identifiers with their identified adverse events for 6 patients in narrative description which are captured individually in linked complaints. Depuy products utilized: srom stems, srom heads, srom cups (article does not state srom cups but it is reasonable to conclude that srom cups were utilized as the stem and head were srom platforms), reamer instrument, various surface bearings including mop, mom, zop (zirconium on poly), aop (alumina on poly), coc. This complaint captures a (B)(6) female patient who received the srom femoral and acetabular products and underwent primary thr with mop bearing surfaces. She underwent acetabular revision for poly wear and cup loosening in conjunctions with allografting to the acetabulum.